Event description:
Event description boston scientific received information that a lead revision procedure was performed due to the impedance measurement on this lead being greater than 3000 ohms. Additionally, there was noise on the lead and no capture. The lead was surgically abandoned and replaced. The patient had no adverse effects.